Event description:
Our distributor reported that the stiffering ribs underneath the base of iw932jeu cosycot infant warmer were broken. No patient consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A follow up report will be provided.